Manufacturer narrative:
The unit was received with its operating currents within specification and the unit passed functional testing including the rewind, basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery, unexpected restart error, and displacement tests. The unit also passed the self test. The unit was received with minor scratches on the display window. (B)(4).

Event description:
The customer reported via phone call that she had been experiencing recurring high blood glucose events. The patient was changing her infusion set when she discovered her blood glucose was 600 mg/dl. She experienced nausea and vomiting, and she treated via manual insulin injection. However, she ended up in the hospital. Her blood glucose exceeded 800 mg/dl at the time of admission. The patient had changed her infusion set three times that day. Troubleshooting did not occur for the insulin pump. The insulin pump was returned for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.